Event description:
This rv lead was repositioned on (B)(6) 2012 due to non-capture. The physician was dr. (B)(6). Rv lead was implanted on (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).